Manufacturer narrative:
(B)(4). Please note that this product no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd. As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab. When reviewing similar reportable events for ambulift we have found number of other similar cases where seat detached from lifting unit. We have been able to establish that there is decreasing complaint trend concerning these kinds of events. The device was inspected by an arjohuntleigh rep at the customer site and found to be out to the spec. The device was being used for pt handling and in that way contributed to the event. Initially, it was reported that a person was being transferred with an ambulift lifting device and that during this transfer the chair detached from the hoist and dropped to the floor with the pt still seated. The device was examined by the arjohuntleigh rep that visited the site. Function test showed that the hoist functions correctly. We were able to find deficiency with the device - it was possible to lever the seat frame from the jib without operating the catch. This means that the lifting system was not up to spec when the event took place. The device was being used for pt handling and in that way contributed to the event. From our eval, it appears that this particular unit was in used for about 20 years and it clearly shows some signs of wear; we consider this malfunction to be a result of a prolonged time of usage with the combination of user misuse. We have not been able to find any contributing mfg anomalies. The root cause of the complaint was found to be worn out equipment and user error as the received info and our eval as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk. Please note that this device was in use for about 20 years. It could be also concluded that complained seat was non-conform part, therefore, an awareness will be sent to the supplier.

Event description:
Reference importer report number: (B)(4).